Event description:
The consumer had surgery on her foot and was using the knee walker when it allegedly jerked sharply to the left causing her to put her foot on the ground. This allegedly caused her stitches to open up. The consumer had to return to the hosp for new stitches.

Manufacturer narrative:
MFR received info consumer was transgressing with their knee walker when they allegedly were forced to put their foot on the ground and allegedly causer her stitches to open up. The consumer reportedly had to get new stitches. No malfunction is apparent. Nature of complaint suggests user became unstable resulting in the alleged incident. Current user guide covers proper use. MDR filed as a conservative measure.